Event description:
On (B)(6) 2013, the patient's device was explanted due to the device shocking her. It was unknown if the device was replaced and if the explant was to preclude a serious injury or for patient comfort. Previously it had been reported that the patient was receiving a shocking/tingling sensation from the area of the generator; however, no interventions had been taken or planned at that time. The physician also reported that patient would occasionally receive ¿jolt¿ from area where electrodes are placed. The patient was involved in bicycle crash and received trauma to generator site and the neck in the emergency room. The shocking symptoms began soon after. The system diagnostics were observed as normal, and x-rays did not identify a problem. The device was disabled with the magnet, and the symptoms subsided. Diagnostics were run again in the presence of the physician and tc which returned no indication of lead break. The generator¿s regular stimulation was turned off and magnet stimulation was left on. The physician opted to leave regular stimulation off for the time being and may consider sending patient to surgeon later for replacement to determine if generator damaged. Follow-up showed that the patient was alert and able to recount the details that led to the buzzing/generator jolts on (B)(6) 2013. It was unknown when the event began and no other information was provided. The explanted device was returned and product analysis was performed. It was found that the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.139 volts (measured diagvbat) of the final electrical test, shows a non-ifi condition. The data in the diagaccum consumed memory locations revealed that 29.232% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. An analysis performed on the returned lead portions. Note since a portion of the lead body was not returned for analysis a complete evaluation could not be performed on the entire lead products. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Based on the findings, there is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaints. No other information has been provided.